Event description:
It was reported that when the preloaded monofocal intraocular lens (iol) was implanted, the trailing haptic was detached. The lens was implanted as usual, and the procedure was completed successfully. No patient injury was reported, and no medical intervention was required. At a later date, it was noticed that the iol was not stable in the patient's eye. No further information was provided.

Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 19-feb-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod fully advanced. Viscoelastic residue was distributed through the entire length of the cartridge. The cartridge tip showed a stress mark; however, the stress mark was in specification for a used device. A detached haptic was observed in the lens module. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. The customer provided a video that was evaluated. The video displayed a lens being implanted. After implantation the lens was observed to be torn and a haptic was detached. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.